Event description:
Customer informed that she used lifestyles skyn condoms for the first time and had an allergic reaction. She stated that she had to visit a doctor and has been taking medication. Customer informed that no lubricants were used. The allergic reaction began almost immediately after using the condom.